Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was not placed in surgery mode prior to the patient undergoing an unrelated surgical procedure on (B)(6) 2019. Postoperatively, the ipg would no longer communicate with external devices, and the patient controller displayed the error message, ¿generator is not responding.¿ troubleshooting was able to resolve the issue, and the patient regained effective therapy.